Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to twiddler's syndrome. After opening the pocket, the physician felt new leads should be implanted. There were no adverse patient side effects reported. This lead was replaced with the same model.